Manufacturer narrative:
Continuation of d10: product ID 97745bp serial (B)(6) : product type accessory product ID 97745 serial (B)(6) : product type programmer, patient product ID 97755 serial (B)(6) : product type recharger product ID 97745ac serial (B)(6) : product type accessory product ID 97745bp serial(B)(6) : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) : , (B)(4) ; product ID: 97755, serial (B)(6) : , (B)(4) g2: foreign: jp h3: analysis of the recharger (product ID 97755 serial (B)(6) and controller (product ID 97745 serial (B)(6) has begun but is not yet complete. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the controller was turned off, the "power no longer turned on." The device was dropped, which might have caused the event. When the battery was removed and re-inserted once, the screen was displayed, but after that, it was confirmed that the battery could not be charged. The controller was charged for about 30 minutes by connecting it to the power source. Although there was an indication that the battery was charging, it was confirmed that 0% was displayed all the time and it did not increase even a little. The issue was not resolved. Additional information was received from a manufacturer representative. It was reported that the serial number of the recharger was unknown. There was a high possibility that the controller falling may have caused the damage. The patient controller was replaced, and the issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 97745bp, serial# (B)(6) product type accessory product ID 97745, serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745ac, serial# (B)(6) product type accessory product ID 97745bp, serial# (B)(6) product type accessory g2: foreign: japan h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found no issues with finding or charging ins and no anomal ies were visually observed. The recharger is not considered attributable to the event. Analysis of the battery pack (product ID 97745bp lot# serial# (B)(6)) found non-conformances and the recharger was subsequently scrapped. The battery pack was not charging in a known good unit. Analysis of the controller (product ID 97745 lot# serial# (B)(6)) has begun but is not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis of the patient controller found the device tested ok, passed debug testing, and had no functionality failures detected with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.